Event description:
Catheter broke when removing. Came out until last single marking, then caught and snapped off.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The catheter was reported as being retained by facility, so was not available for eval and investigation. Without the actual device, a complete analysis cannot be conducted. One photo of a catheter in a plastic bag was provided for eval and investigation. No product identification could be provided. The examination of the photo confirmed the black tip missing from the distal end, and possibly part of the infusion segment was missing (no measurements could be taken). Based on this info received, the technique used in the removal of the catheter most likely contributed to the reported incident. Without a lot number, the device history record, and lot history could not be reviewed. The pt guideline insert clearly cautions against forcefully removing the catheter and instructs to "gently pull on the catheter". In addition, I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Based on this info received and the eval of the catheter received, the technique used in the removal of the catheter most likely contributed to the reported incident. We reviewed our device history record, and all mfg operations were found to be within spec. It is worth noting that I-flow's catheters are made of non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.